Manufacturer narrative:
D4: primary UDI number; is unknown. H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Attempt 1 to submit initial MDR 06/25/2024 failed acknowledgement.

Event description:
It was reported that during use, the tracheostomy tube split. No patient harm was reported.